Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases and a linear opening on the posterior side. A leak test and microscopic analysis were performed which identified a smooth crease opening on the posterior and wear abrasion. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is, a smooth crease opening on the posterior side assessed as a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.